Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging an onetouch verio iq in (B)(6) meter was reading in accurately high when compared to a back up meter. The patient did not allege any harm or injury due to the reported issue. The patient reported blood glucose results of "12.4 mmol/l" with a lifescan device and "8.2 mmol/l" taken on a back up onetouch ultra2 device, performed within 30 minutes of each other. Based on statistical methodology the calculated difference of these glucose results exceeds lifescan's criteria for accuracy reporting. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an inaccurate high reading. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter passed testing and met specification. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/20/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.